Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Possible models could include the sprint fidelis (6930, 6931, 6948, 6949). The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: severe tricuspid valve injury during right ventricular lead extraction. Journal of cardiothoracic and vascular anesthesia. 2017; 31(2):626-628.

Event description:
A journal article was reviewed which contained information regarding the extraction of an implantable tachy lead. The article noted after the lead extraction, the patient developed tricuspid regurgitation caused by mechanical avulsion of the septal valve leaflets. The patient experienced mild hypoxia and transient hypotension requiring intervention. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.